Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low and high blood glucose. The customer stated she stopped using the insulin pump this morning due to low blood glucose. Her blood glucose was 62mg/dl. The customer stated insulin pump did not alert her of the low blood glucose. Customer stated she over delivered insulin and now is correcting with food. The customer also had high blood glucose over 400mg/dl. The customer felt sick; due to insulin pump being suspended customer gave insulin with pump.